Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a monitor was replaced to resolve the issue and the old cable was used to connect the new monitor to the computer. It was reported that the site had used the system for several cases with no further issue. The suspect monitor has been received by the manufacturer for evaluation. When the returned monitor was connected to a known good system the monitor displayed a good image with no issues. No fault found.

Event description:
A medtronic representative reported that while outside of procedure, the monitor of the navigation system displayed black for five seconds before returning to normal display. It was reported the issue would occur intermittently. There was no patient present at the time of the issue.